Event description:
In 2008, the pt reported his blood glucose had been "up and down" all weekend (66-140 mg/dl). He stated he changed the infusion site and the cannula was slightly bent. He has had no further issues since changing the infusion site. He bolused to lower his blood glucose. He stated when his blood glucose was low he ate to elevate his readings. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The pt discarded the alleged infusion site. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.